Manufacturer narrative:
Investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported eleven (11) false positive results with the ID now covid-19 assay. Confirmation testing with biofire pcr provided negative results. Swab and sample type and dates of testing not provided. No patient information, including symptoms, treatment, and outcome, was provided. Attempts to gather further information were not successful. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
The customer did not provide the required intake information, such as the kit's lot number and logfiles, and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.